Event description:
It is believed the pt has had four surgeries since the initial calaxo implanted. No other info is available at this time.

Manufacturer narrative:
Product recall initiated august 21,2007.